Manufacturer narrative:
(B)(4). The used device will not be returned as it was discarded at the facility.

Manufacturer narrative:
(B)(4). Based on the complaint report, received samples and manufacturing controls, the following facts were determined: the failure mode was not confirmed in the received samples for the complaint (B)(4).

Event description:
It was reported that the tracheostomy tube cuff was checked prior to insertion but a large cuff leak was found post insertion. The tracheostomy tube was changed to another of the same type without any reported patient harm. There is no report of death or serious injury associated with this event.